Event description:
A malfunction was reported with the continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.